Manufacturer narrative:
(B)(4).this complaint has not been confirmed. The root cause could not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained. The product code of the device involved in this incident is unknown; therefore, the 510k number will not be provided.

Event description:
During a facility visit by a baxter clinical educator, the nurses reported an incident in which the titanium adapters fell off the transfer sets.. Patient involvement is unknown at this time. No further information is available at this time.